Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failed alarm had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the battery failed alarm had occurred. A philips authorized service provider (asp) went onsite to investigate the reported issue. The philips asp performed tests and was unable to duplicate the reported issue. The philips asp was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.